Event description:
The patient reportedly experienced sound quality issues. Testing showed that the device is functioning normally. The patient was explanted and reimplanted with another cochlear device.